Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2011, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, b3: date is year valid. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) has an 8-pole lead from 2011 with an implanted neurostimulator (ins) from 2020. The lead was already damaged, according to the pt they had two unusable electrodes at one end and around 2021 the stimulation was adjusted due to this damage. Now the pt had a fall about 5 weeks ago and hurt herself around the area of the ins (abdominal). Since a week, they cannot feel any stimulation anymore and now has the typical "oor" message when connecting their controller. Pt was told to contact the clinic for an appointment to check the impedances and maybe discuss lead replacement. Since the clinic claimed that there was no manufacturer representative (rep) anymore, patient services contacted the local rep. Additional information was received. Implant date of the ins confirmed; the lead was implanted sometime in 2011. No other lead information was available. The fall was unrelated to this event. About five weeks after her fall, her ins got completely discharged and after charging it back up she then got the error screen 59 (settings not available), commonly referred to as oor. The patient has not managed to get an appointment yet, but has been asked to make an appointment with their treating physician and asked that they invite the manufacturer representative (rep) to this appointment.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown implanted: (B)(6) 2011: product type lead h11 clarification: the (B)(6) 2011 lead implant date listed is year valid based on the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has only 1 "electrode" (these numbers (B)(6) are what shows in her patient report). She had no patient implantation "pass card" so "(B)(6)" was unable to be clarified. The implant date of the lead was unable to be confirmed. No information was provided regarding the cause of loss of stimulation. No information was provided regarding when the doctor's decision would be made. The information had been confirmed / provided by the physician. The rep responded that they do not have any further information.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they had followed up with the patient on (B)(6) 2025. From the patient's program report, they saw that the lead model number was "3777/3877/3873". The implant date of the lead was reported as the last implant date in the patient report was (B)(6) 2020. Impedance measurements were taken and contacts 0,3,4,6,7 had high impedance. Whether the lead would be replaced or not was waiting on the doctor's decision. When asked if the issue has since been resolved, it was noted that the patient and doctor informed that they temporarily programmed contacts 2 and 5.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown implanted: (B)(6) 2011 product type lead it was reported that from the patient's program report, they saw that the lead model number was "3777/3877/3873" and that the implant date of the lead was reported as the last implant date in the patient report was (B)(6) 2020. Follow up is being performed to clarify this information for how many leads were involved, which model, and to clarify if that was confirmed to be the implant date of the lead or not. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.